Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead was found to have lead fracture and exhibited high pacing threshold and impedance. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the atrial lead exhibited loss of capture.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.